Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance and unchanged mitral regurgitation (mr) could not be determined in this complaint. It should be noted that the reported patient effect of mr is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as the lock line was difficult to remove. It was reported that on (B)(6) 2020, a mitraclip procedure was performed treating functional mitral regurgitation (mr) grade 3+. One clip was implanted without issues reported. A second clip (cds0601-xtr, 91127u321) grasped the intended area. During lock line removal, the line was difficult to remove. Standard troubleshooting was performed and the lock line was removed. The clip remained deployed, stable and well seated, at the intended location. The mr remained grade 3+. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.